Event description:
The customer reported a false negative reaction issued by the gel camera for the dat test that was 1+ positive in the manual gel method. No erroneous results were reported.

Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and found the gel card image to be tilted. The fe did a centrifuge adjustment and cleaned the gripper pins. The fe tested the image coming from centrifuge and they were ok. The customer ran controls and a known 1+ sample without issue. Repairs have returned this instrument to expected operation. (B)(4).